Manufacturer narrative:
Additional manufacturer narrative: regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Central regurgitation can also develop progressively if host fibrotic tissue grows onto the bioprosthetic valve. The growth may interfere with functionality of the device as the leaflet motion may be restricted leading to abnormal coaptation. In this case, minimal information regarding this procedure was received and attempts to obtain additional information regarding the condition of the device, patients medical history, or possible comorbidities have been made. The root cause of this event cannot be determined with the available information. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
It was reported that 27mm 7300tfx mitral valve was explant at implant due to central and trans-valvular regurgitation. The patient expired before another replacement device could be implanted. No other details were provided.

Manufacturer narrative:
H11: corrected data: corrected coding to section h6. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that 27mm 7300tfx mitral valve was explanted at implant due to central regurgitation, indentation on one of the leaflets was noted. The valve was replaced with a non-edwards device per received medical records, the patient presented with increasing shortness of breath and underwent a CABG x1, and mitral valve replacement, and laa atriclip ligation. The native mitral valve was found to be very heavily calcified and excised. A 27mm 7300tfx mitral valve was seated, it was noted the valve was not locked in position and was then locked as it was placed into the annulus. All sutures were secured and tied with the cor-knot device and the patient was weaned off bypass with excellent hemodynamics. Post-op tee showed that one of the leaflets was not closing to the midline appropriately and there was significant central mitral regurgitation. The patient was placed back on bypass and the 27mm 7300tfx was removed, there was definitely indentation noted on one of the leaflets undersurface. The annulus tissue was very fragile, and a piece of pericardium was placed and secured with sutures. Then a 29mm non-ew valve was implanted, seated, and secured with the cor knot device. While weaning from cpb bright red blood was noted coming from the posterior aspect of the heart. Av groove disruption was patched repaired, and weaned off bypass, but required iabp placement. The patient transferred unstable and in critical condition to the ICU and expired the night of surgery. The preliminary cause of death was noted as metabolic acidosis and multisystem organ failure.